Event description:
The account alleges that during use, the catheter fractured. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to the device being exposed to conditions outside of those identified on product and instructions for use labeling that would include exposure to chemicals used during decontamination / sterilization of clinical environments or extreme environmental conditions during storage. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.